Manufacturer narrative:
G4: 28mar2020. B4: 30mar2020. A blower motor assembly was return for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was to the temperature sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jan2020.

Event description:
It was reported that the ventilator during preventative maintenance had an error code blower temperature high. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician sent the customer a preventative maintenance kit that included the fan and blower to address the reported problem.